Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service technician reported that at power up the cardiosave iabp alarmed "power-up fault code #3". The service technician replaced the scroll compressor. He then performed safety and functional checks and the cardiosave iabp passed all testing. The cardiosave iabp was returned to clinical use.

Event description:
The customer reported that during patient use the intra-aortic balloon pump (iabp) generated an auto fill failure alarm and a low vacuum alarm. The iabp was replaced with another iabp and therapy continued. No adverse event reported. No patient injury or death reported.

Manufacturer narrative:
(B)(4) 2017 12:06 pm (gmt-4:00) added by (B)(6) ((B)(6)):the replaced part was returned to the manufacturing facility for further evaluation. The scroll compressor was visually inspected and no visual damage was observed. The scroll compressor was then installed into a cardiosave test fixture and tested to factory specifications. The pressure regulator could not adjust to specification. The scroll compressor failed testing. The manufacturing facility is retaining the scroll compressor

Event description:
The customer reported that during patient use the intra-aortic balloon pump (iabp) generated an auto fill failure alarm and a low vacuum alarm. The iabp was replaced with another iabp and therapy continued. No adverse event reported. No patient injury or death reported.